Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was 180mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 03-oct-2017.

Event description:
...

Manufacturer narrative:
Findings: insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for four (4) days and no unexpected critical pump error (open book image) alarm noted. Moisture damage was found on the electronic assembly, motor, force sensor, and corrosion inside of the battery tube during visual inspection. No moisture damage found on the keypad assembly. Pump received with serial number label fading, scratched case, pillowing keypad overlay, and minor scratched lcd window.